Event description:
On september 11, 2007, the lay-user/patient contacted lifescan alleging that some one touch ultra test strips had a strip cut issue and her one touch ultra 2 meter would not power on. The patient indicated that the alleged issues began in a month earlier. The patient did not take any actions related to diabetes treatment as a result of the reported issues. Also, the patient denied receiving medical intervention and was not tested on another device. On an unspecified date/time after the alleged issues began, the patient reportedly developed symptoms of sweating. They admitted that the meter fell in a sink and water got inside the device. The patient described the test strip cut as being too wide. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient developed symptoms suggestive of hypoglycemia after the alleged meter and test strips issues began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.